Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020 all tmc hardware was removed in a revision surgery on (B)(6) 2020 due to what the patient believed was causing pain. Upon removal, the intended bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The device was not returned to the manufacturer for evaluation, as it was discarded. The device history records for sk14 (lot 28258) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a bunion surgery on (B)(6) 2020, all tmc hardware was removed in a revision surgery on (B)(6) 2020 due to what the patient believed was causing pain. Upon removal, the intended bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site.